Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the output connector assembly of the external pulse generator (epg) was broken. It was further noted that the hanger assembly was broken and that the battery drawer stuck. All found defective parts were replaced and all other identified issues were resolved with firmware updated and the epg passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken ventricular output connector. The epg was received into service and repair. It was further reported that there was no patient involvement.